Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use with a patient. The event is nevertheless deemed reportable as an alternative device was needed. The root cause was determined to be related to a use error (device was not plugged on ac power and the batteries were not recharged prior to the use. This might have been unintentional). When the service technician checked the device, the battery was recharged, and the device was working (plugged at the ac power). There was no reported patient or user harm.

Event description:
In the process of preparing the ventilator, the machine cannot be opened normally. Then replace another ventilator and contact the equipment department to find out the reason. There were no signs of damage . Replace the standby ventilator. The equipment department checked the battery loss, which affects the startup. It can be started after full charge. The ICU department is recommended to charge in time.